Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
This senior medical surveillance specialist spoke with the pt/nurse regarding her 2009 complaint in which the pt thought that her one touch ultralink meter was prompting error 4 due to the one touch ultra test strips. Unable to troubleshoot to resolve the alleged issue, the cca replaced meter and test strips. The pt clarified and reported the following info for this specialist. The pt, a brittle diabetic, no longer experiences typical symptoms of low blood glucose such as sweating. Two days prior, the pt, who tests 10 times a day with her one touch ultralink and receives insulin through a pump, obtained results that were "fine". In the afternoon, using a different vial of strips, but from the same lot, the meter prompted error 4. The pt reportedly made no changes to her insulin intake. The same night, the pt was "really grouchy with white spots before her eyes". Thinking she might be low because of her mood, the pt attempted to test, obtaining only er4. The pt then suddenly collapsed, hitting her head on a piece of furniture. After the pt responded to a coca cola that her husband gave her to drink around 9pm, he drove her to an urgent care center. The pt's blood glucose on the urgent care meter was 96 mg/dl. The pt attributed the result to having consumed a coke at home. After the test, a physician treated the head wound. No treatment for the presumed low blood glucose was given. The pt stated that she is highly stressed due to numbness in her left leg from a piece of bone at her spinal cord and after being informed she may have ms. The pt described correct testing technique when obtaining er4. The complaint is reported due to the alleged injury, followed by treatment given at home and in the urgent care.